Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed motor error during the basal rate delivery. The customer also stated that she was hospitalized due diabetic ketoacidosis. The customer stated that she had the flu and a stomach virus at the time of the hospitalization. The customer stated that xrays were taken at the hospital while she was wearing the insulin pump. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Nothing further was reported.